Manufacturer narrative:
Product event summary #the device was returned and analyzed. The device allegations are unconfirmed. We did receive performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) was (B)(6) 2012. This devices rrt is less than or equal to 2.62 volt. The weekly battery voltage trend data showed battery voltage of 2.66 to 2.57 volts between (B)(6) 2012 and (B)(6) 2012. Low battery voltage alert on(B)(6) 2012 and (B)(6) 2012. There was a patient alert for charge circuit timeout and excessive charge time on (B)(6) 2012. Programmer data showed an alert for charge time of greater than 30 seconds on (B)(6) 2012.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  went from recommended replacement time (rrt) to end of service (eos) faster than expected. Premature depletion was suspected. It appeared via monitoring that the charge circuit wasdisabled. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, imiplantable tachy lead, (B)(6) 2007. (B)(4).